Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected j2 on lcd connector and no unlocked connector noted. Pump was received with constant unexpected restart alarm due to faulty b1/mb. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly and the act button was unresponsive. Customer¿s blood glucose was 4.8 mmol/l at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.